Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the seals of two trocars were damaged. The pneumoperitoneum leaked almost immediately from the seals, then leaked worse after a stapler was used.

Manufacturer narrative:
D10 concomitant product: onb15stf, onb15stf versaone opt 15mm std trocar (lot#j5c4454y); onb12stf, onb12stf versaone opt 12 std trocar (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.